Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was not working. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 13th reported they first started experiencing the issue of the device not working was 2:30 pm (B)(6) 2018. The patient was asked to clarify the report of the device not working. The patient stated there was no device concern or change of therapy. The patient was asked what circumstances led to the issue of the device not working and the patient reported there was no change in activity level and no change to device programming. The patient was asked what steps taken to resolve the issue of the device not working was discontinued and the issue had not been resolved. There were no further complications that have been reported as a result of this event.